Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met.

Event description:
It was reported the patient received inappropriate therapy during non-sustained episodes and the lead displayed noise. It was also r eported the lead was possibly fractured and the shocks that were delivered were not found in the device counter or episode data. The device was removed, the lead was capped, and both were replaced. No further patient complications have been reported as a result of this event.